Event description:
Or director of nursing at facility reported patient is scheduled to under-go recalled mesh explant. Patient reported to be having "unspecific complications". Currently, waiting for additional information regarding explant date and patient clinical status. Additional information received from the initial reporter: the patient issues are related to an inflammatory process/reaction in the abdomen, and the mesh may not be explanted at the time of the scheduled surgery.

Manufacturer narrative:
This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.